Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, around 11am, the patient¿s cgm alerted her to a value of 327 mg/dl. She also noticed the ¿needle of her pump popped out¿, so she reinserted her infusion set and then went back to sleep. She was wearing a tandem insulin pump. The next thing the patient was told was that her son found her unconscious on the basement floor. He called 911 and was told to do CPR until ems arrived. The patient was unsure if her son did a bg meter reading during this time. No cgm value was reported either. Ems arrived and transported the patient to the ER. The patient arrived at the ER around 4pm with a bg meter reading of 28 mg/dl. No cgm comparison value was reported. The patient¿s insulin pump and sensor were removed by staff. She was treated with IV fluids and an IV glucose drip. The patient was discharged on (B)(6)2025 with a bg meter reading of 163 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.